Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device implanted on (B)(6) 2009 (device #1) including the alleged deterioration of retained pieces and migration throughout the abdomen. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device implanted on (B)(6) 2009 (device #1). Additional emdr were submitted to represent the bard device implanted on (B)(6) 2009 (device #2) and the device implanted on (B)(6) 2010 (device #3). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an incisional umbilical hernia. A bard/davol mesh, reference number 0112680, lot number husk1331 (device #1) was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent another hernia repair surgery. A bard/davol composix e/x hernia patch, reference number 0123460, lot number husd1806 (device #2) was implanted laparoscopically to repair the hernia defect. On (B)(6) 2010: the patient underwent another hernia repair surgery. A bard/davol ventralex hernia patch, reference number 0010302. Lot number hutj0447 (device #3) was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent surgery to remove her composix e/x and ventralex mesh devices because they had failed, resulting in a recurrent hernia and dense adhesions. On (B)(6) 2013: the patient underwent surgery to remove pieces of her bard mesh device because it had deteriorated, and fragments were migrating throughout her abdomen. On (B)(6) 2013: the patient underwent surgery to remove additional fragments of her bard mesh device because it had deteriorated, and retained pieces were migrating throughout her abdomen causing infection. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch, ventralex hernia patch and bard mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device implanted on (B)(6) 2009 (device #1) including the alleged deterioration of retained pieces and migration throughout the abdomen. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 8 months post implant of bard flat mesh, patient was diagnosed with granuloma, abdominal pain, inflammation thereby underwent removal of bard flat mesh. The instructions-for-use supplied with the device list inflammation as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the bard flat mesh (device #1). An additional supplemental emdr's were submitted to represent composix mesh e/x (device #2) and mesh ¿ ventralex (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an incisional umbilical hernia. A bard/davol mesh, reference number 0112680, lot number husk1331 (device #1) was implanted to repair the hernia defect. (B)(6) 2009: the patient underwent another hernia repair surgery. A bard/davol composix e/x hernia patch, reference number 0123460, lot number husd1806 (device #2) was implanted laparoscopically to repair the hernia defect. (B)(6) 2010: the patient underwent another hernia repair surgery. A bard/davol ventralex hernia patch, reference number 0010302. Lot number hutj0447 (device #3) was implanted to repair the hernia defect. (B)(6) 2011: the patient underwent surgery to remove her composix e/x and ventralex mesh devices because they had failed, resulting in a recurrent hernia and dense adhesions. (B)(6) 2013: the patient underwent surgery to remove pieces of her bard mesh device because it had deteriorated, and fragments were migrating throughout her abdomen. (B)(6) 2013: the patient underwent surgery to remove additional fragments of her bard mesh device because it had deteriorated, and retained pieces were migrating throughout her abdomen causing infection. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch, ventralex hernia patch and bard mesh. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿a transverse incision was carried out over the abdominal wall. Hernia sac was identified and resected. A piece of bard flat mesh (device #1) was placed and sutured.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of composix mesh e/x (device #2). Per operative notes, ¿the omentum was removed and incarceration was reduced back into the abdominal wall. Hernia was identified. A piece of composix mesh e/x (device #2) was placed into the abdominal cavity and tacked.¿ (B)(6) 2009 - patient visited hospital for mid abdominal pain. (B)(6) 2010 - patient was diagnosed with re-recurrent incisional epigastric hernia thereby underwent open repair with the implant of ventralex mesh (device #3). Per operative notes, ¿transverse incision was carried out, following the prior incision line. The hernia defect was identified. Adhesions to the surrounding abdominal wall were taken down. A ventralex mesh (device #3) was placed in the abdominal cavity and sutured.¿ (B)(6) 2011 - patient was diagnosed with recurrent ventral incisional hernia with significant abdominal pain thereby underwent open repair with removal of composix mesh e/x (device #2) and ventralex mesh (device #3) and implant of biologic mesh. Per operative notes, ¿a vertical midline incision was made superior to the umbilicus and curving around to the patient's left below the umbilicus. Hernia recurrence was noted just superior to the mesh, which showed inflammation and there were omental adhesions to the underside of the mesh. There were 2 pieces of mesh and these were both removed in their entirely. The biologic mesh was placed within the abdominal cavity and sutured.¿ (B)(6) 2013 - patient was diagnosed with abdominal pain and suture granuloma thereby underwent wound exploration with partial removal of bard flat mesh (device #1). Per operative notes, ¿incision was created over the site of the pain not near the edges just to the right of the umbilicus. Multiple suture granulomas and some bard flat mesh fragments (device #1) were identified and removed.¿ (B)(6) 2013 - patient was diagnosed with abdominal pain thereby underwent open repair with removal of small piece of retained bard flat mesh (device #1). Per operative notes, ¿infiltrated into the incision site which was just vertical to and superior to the umbilicus. 3 suture granulomas were found and individually removed. There was one area of thickening that was removed and this was felt to be a small piece of retained bard flat mesh (device #1) with some localized inflammation.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence, severe foreign body reaction and emotional injuries.